Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer service instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes for charging to start. Replacement charging supplies were to be sent, and a follow-up was planned when mom called back with the customer. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.